Event description:
Initial result for a patient glucose was 1 mg/dl. When repeated, the result was 104 mg/dl. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.